Manufacturer narrative:
Samples from stock received: 12 unopened pouches. When investigation is complete, a follow-up report will be sent.

Event description:
It was reported that there was an issue with monosyn suture. The user complained that the needle and the thread were separated when opening the package. No patient information available.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There were (B)(4) units in b. Braun surgical's warehouse at the moment of receiving the complaint. The units were requested for analysis and tested. Tightness test to the closed samples received from stock has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received from the stock and the results fulfill the requirements of the european pharmacopoeia (ep): 0.64 kgf in average and 0.29 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.